Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the cause of the high impedances remains unknown and that they were not able to get the settings or impedances on the implant prior to replacement surgery as the implant would not allow it. It is unknown what symptoms the patient experienced related to the event, what the root cause of the event was, or if the issue was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for essential tremor and movement disorders. It was reported that after the patient's implantable neurostimulator (ins) was replaced on date notified they had high impedances as follows: c <(>&<)> 0 = 3666 ohms, 0 <(>&<)> 2 = 4356, 0 <(>&<)> 3 = 4610 at 3.0v. The extension was taken out of the ins twice, dried off, and reconnected. All other pairs were shown as within range. There were no patient symptoms alleged and no further complications are anticipated.